Manufacturer narrative:
G4: 30oct2020; b4: 01nov2020. During preventive maintenance, the customer reported a ventilator with a navigation ring failure. The device was not in use at the time of the event. This issue was noted during preventive maintenance. A philips field service engineer (fse) was dispatched to the customer site and confirmed the reported issue. The fse replaced the front bezel and the device passed all performance assurance testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16sep2020.

Event description:
During preventive maintenance, the customer reported a ventilator with a nav-ring failure. There was no patient involvement or harm.